Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked. The following information was provided by the initial reporter: "it was reported that leakage occurred."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked. The following information was provided by the initial reporter: "it was reported that leakage occurred."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-oct-2022 . H6: investigation summary bd received five sealed 22gx1.00in insyte autoguard blood control devices from lot 2053069 for evaluation. A review of the device history report was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or defects to the devices. Next, the devices were tested and inspected for any possible leaks. However, no leaks were observed during testing and no damage that could have caused or contributed to a possible leak was found. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were identified a definitive root cause could not be determined.